Manufacturer narrative:
The insulin pump was received with no down button response due to a flattened button dome switch. Unable to verify for bolus anomaly due to no down button response. The insulin pump was received with a scratched lcd window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube near the reservoir tube window, cracked battery tube threads, and a deep scratch between the act and down buttons at the keypad overlay. No cracks between act and down buttons noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 133 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.